Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder joint procedure, the footprint screw broke while it was screwed in. The procedure was completed using a back up device but is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in a1, a2, a3, b5 & b7. Correction in h6 (health effect - impact code).

Event description:
It was reported that during a shoulder joint procedure, the footprint screw broke while it was screwed in. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed without surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient's health status is good.

Manufacturer narrative:
H3, h6: part of the reported device returned for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with no suture or anchor material. There is biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. However, an analysis of the customer provided image was performed and found the device with the broken anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.